Event description:
It was reported that the patient had low speed advisories with the speed down to 4300 rpm and the set speed was at 9300 rpm. The log file review showed 10 low speed operations from (B)(6) 2021 to (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. The issue only appears to be occurring while the vad (ventricular assist device) is connected to the power module. Another issue could be that the pump¿s rotor ability to spin may have been prohibited by some material other than blood. On (B)(6) 2021. There was an increase in power and a drop in speed. The patient was placed on an ungrounded cable. The log file review captured routine events and no notable alarm conditions or parameter changes following the placement on the ungrounded cable. The pump appeared to be functioning as intended. The driveline x-rays showed no areas of concern so the patient would remain on ungrounded cable and continue to be monitored. On (B)(6) 2021, the patient had a rising lactate dehydrogenase (ldh). The log file review captured pulsatility index (pi) events and pump power was stable with a small dip in pi. The pi events will cause the speed to drop to the low speed limit. The transient elevation in pump power most likely caused the pi event to occur.

Event description:
It was reported that the patient was admitted for retroperitoneal bleeding (rp) on (B)(6) 2021. The site of the bleeding was right renal midpole artery. The patient had stable hemoglobin and hematocrit on multiple rechecks. The patient had near syncope, interventional radiology (ir, and red blood cell transfusions. The patient was discharged to air and was now currently at home doing well..

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events were confirmed via the submitted log file data. A direct correlation between (B)(6) and the reported events (gastrointestinal bleeding, elevated lactate dehydrogenase and syncope) could not be conclusively determined through this evaluation. Log file a2100758 contained data spanning from 08feb2021 at 18:54:28 to 10feb2021 at 08:46:23, per the timestamp. Low speed events were captured on 08feb2021 and 09feb2021 while the system was supported the power module. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the low speed events cannot be conclusively determined. Log file a2151346 contained data spanning from 11feb2021 at 07:52:48 to 15feb2021 at 13:41:54, per the timestamp. Log file a2220844 contained data spanning from 21feb2021 at 11:24:43 to 22feb2021 at 08:46:07, per the timestamp. Throughout these log files the device operated as intended above the low speed limit, and no notable alarms were captured. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2015. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had retroperitoneal bleeding and would have outpatient follow up treatment with ventricular assist device (vad) interrogation. The cause of the low speed advisories was not identified and the x-rays did not reveal any damage. The patient was left on ungrounded cable and had an ungrounded cable for home use. The low speed advisories resolved and there were no further alarms. The patient was discharged to rehabilitation and was doing well overall.